Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips opened and closed properly. The instrument exhibited imprecise motion in the yaw direction. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The probable root cause in this case is attributed to the component susceptibility to damage. The imprecise motion in the yaw direction of grip tips caused the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument had limited mobility and reacted in reverse (instead of moving to the left, moving to the right). No fragment fell into patient. The procedure was completed with no reported patient harm, serious incident outcome or injury. The issue caused a delay between 15 and 30 minutes. Intuitive followed up and confirmed that there was no patient injury due to the error. Replacement instrument was used.